Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported, ¿rupture. And capsular contracture, baker grade unknown¿. Record is for right side. Device has been explanted.

Event description:
Healthcare professional later reported "no issues with the device". Record is for right side. Device has been explanted. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported ¿rupture and capsular contracture, baker grade unknow¿. Record is for right side. Device has been explanted.